Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2012; 419478 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for drop in impedance to low values. High threshold was also noted. The lead remains in use. No patient complications have been reported as a result of this event.